Event description:
It was reported to medtronic minimed that the customer reported pump error 63(hardware low level failures), the customer received pump error 23 (post-reset ram crc alarm) and open book image. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump error alarms and customer was able to clear the alarm and was not able to rewind the pump. Troubleshooting was performed for open book image and explained that the pump performed safety checks and an error was found. Customer using the correct battery cap for the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm. Successfully downloaded the pump history and trace files using thump. A review of the pump history file reveals no fatal alarms or critical error handling alarms that would trigger a critical pump error (open book image) alarm. The bootloader error log reveals the open-book was generated since the rf test in the bootloader failed (0x45 - =error_main_intern_rf_e.). Additionally, the recovery error log recorded pump error 63 (linenumber 5517 filenumber 632) alarm followed by a pump error 23 alarm. The pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, missing display window cover, stained serial number label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Critical pump error (open book image) alarm, pump error 63 alarm, and pump error 23 alarm are all confirmed due to moisture damage on the electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.